Event description:
It is reported that the screw went through the cup when inserting.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The superior hole of the cluster hole shell is damaged with scratch marks on the board out surface, and all three cluster holes exhibit damage to the rims of the outer fiber metal surface. The 35mm returned screw, which is the one alleged to have passed through the superior cluster hole, has a severely damaged head. The circumferential edge of the screw head is deformed upwards so that the screw head circumference is noticeably smaller than it should be. Even after this extreme deformation, the screw does not pass through any of the cluster holes of the shell. Device history records indicate all components were manufactured and inspected to specification.